Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was stated that a patient using two separate cadd pumps experienced air-in-line alarms on both pumps four times within 12 hours, causing three home care callouts and a visit to the clinic after the last alarm. There were patient involvement and no apparent harm reported.

Manufacturer narrative:
Additional information in b3 - date of event. Corrected information in e1 - initial reporter country, g2 - report source.

Event description:
Additional information was received stating that all the mentioned event dates have the same reported incident. The event occurred on five different dates, and this report captures the first of 5 incidents.